Manufacturer narrative:
(B)(4). Method: the subject rt385 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation as the device had been discarded by the healthcare facility. Our evaluation is therefore based on the information and photographs provided by the healthcare facility, and our knowledge of the product. Results: the customer reported that the expiratory tube of an rt385 adult dual heated evaqua2 breathing circuit was damaged. It was further reported that the device was in use for 6 days and drugs were nebulized into the system. Conclusion: without the return of the subject device, we are unable to confirm the cause of the reported damage. However, based on the information provided, the cause is most likely due to the chemicals introduced to the system. All rt385 adult dual heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Check all connections are tight before use. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A distributor reported on behalf of a healthcare facility in china that the expiratory tube of an rt385 adult dual heated evaqua2 breathing circuit was found damaged during patient use. There was no patient harm reported.

Event description:
A distributor reported on behalf of a healthcare facility in china that the expiratory tube of an rt385 adult dual heated evaqua2 breathing circuit was found damaged during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Corrections: section d4: expiration date corrected. Method: the subject rt385 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation as the device had been discarded by the healthcare facility. Our evaluation is therefore based on the information and photographs provided by the healthcare facility, and our knowledge of the product. Results: the customer reported that the expiratory tube of an rt385 adult dual heated evaqua2 breathing circuit was damaged. It was further reported that the device was in use for 6 days and drugs were nebulized into the system. Conclusion: without the return of the subject device, we are unable to confirm the cause of the reported damage. However, based on the information provided, the cause is most likely due to the chemicals introduced to the system. All rt385 adult dual heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - check all connections are tight before use. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.